Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 350cc gel breast prostheses on (B)(6) 2021.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-aug-2023, mentor received additional information about the event: the capsular contracture in the patient¿s left breast capsular contracture was baker grade IV. It was reported that the patient also developed capsular contracture in her right breast (baker grade iii). This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-10660 for the report for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).